Event description:
The facility's technician reported a fail code 810:04. The failure occurred during biomed testing, but no details were available. Additional contact information was requested but no additional contact was identified. The techncian stated that there have been no reports of any patient incident involving this pump since the last baxter service event.